Event description:
New information indicated that loss of capture with high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Event description:
It was reported that high pacing impedance was noted on the right ventricular lead. The impedance has gradually increased over the last few years. Noise was not able to be produced with isometrics and pocket manipulation. A chest x-ray was performed, and it looks to be twiddlers syndrome. The device is visibly loose in the pocket, but there have been no other electrical anomalies with the lead. No symptoms were reported.